Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all buttons were sticky when pressed had to press more than once. Blood glucose was unknown. Customer also reported that insulin pump motor was louder,no delivery alarm was also found and battery life diminished. The insulin pump will not be returned for analysis.